Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water leaked from the foley catheter during cuff check, so the user refrained from using the catheter.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 2-way catheter. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Therefore, product meets specifications which states "missing/incorrect components are not allowed". The product was used for patient diagnostic or treatment. The product was not influenced by the reported event. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the sterile water leaked from the foley catheter during cuff check, so the user refrained from using the catheter.